Event description:
Disposable instrument was set-up by scrub and rep, when surgeon had "jet alignment" set for aquablation part, instrument failed to work. New disposable instrument opened and set-up which worked with no problem.